Manufacturer narrative:
The actual complaint device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the tubing set to be acceptable when assessed to its bill of materials (bom). No issues were identified. The device was then tested using a 2008t hemodialysis machine for simulated use. Fluid flowed through the bloodline without issue. During the simulated use test, there were no observations of leaks or air bubbles. Additionally, no level variation of the venous or arterial drip chamber was observed to indicate the introduction of air into the blood circuit. The device worked as intended with no abnormalities noted and no defects identified. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the material and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the failure mode. The reported defect of blood leak occurred where the blue IV needle access port meets the tubing was not confirmed. Analysis of the complaint device did not identify any damage, irregularities, or defects that would affect the integrity or performance of the bloodline. Therefore, this complaint has been deemed not confirmed.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being a bloodline tubing leak. The machine did not alarm as it is not intended to do so. Blood was visually observed leaking externally onto the floor from where the blue IV needle access port meets the tubing. The patient¿s estimated blood loss (ebl) was noted as being approximately 100cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device was available to be returned to the manufacturer for evaluation.